Event description:
Customer reported the sensor was giving inaccurate readings. Customer's current blood glucose was 50 mg/dl and sensor reading was 185 mg/dl. Customer treated low blood glucose with carbohydrate intake. Sensor inserted in the stomach area avoiding the area where body may bend. Customer did not have one before he inserted this one. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.